Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the carriage block assy 8110/8120. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/04/2011 to the present date 10/9/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the force verification test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed the force verification test. There was no patient involvement.